Event description:
In 05, one of their laboratory technologists was splashed in the eyes and mouth with liquid from the waste tubing while operating the procession automated microplate processor during a genetic systems hiv-1/hiv-2 plus o eia assay plate run. An employee at the site had moved a portable air conditioner that was positioned near the microplate processor. This repositioning created tension on the air conditioner's power cord, which pinched the waste tube leading from the microprocessor to its waste container. During the assay plate run, the pressure in the pinched waste tube built-up causing the tube to pop-off its fitting to the waste pump and spray liquid on the counter under the instrument. The laboratory technologist, noticing the liquid, opened the instrument cover and was sprayed in the eyes and mouth by the liquid in the wast tube. Because the waste could contain human serum and diagnostic kit reagents, the laboratory technologist sought medical care as a precaution.